Event description:
It was reported that the pump declared alarm 20 during the pumping process, and the customer had previously encountered similar cartridge alarms multiple times without contacting technical support. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. As a corrective measure, technical support replaced the pump, which was still under warranty, and the customer will continue to use the current pump as backup therapy.